Event description:
It was reported that patient underwent knee procedure in 2006. Oxford bearing was revised in 2009, due to pain. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation is in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed on august 26, 2009.